Event description:
Asap too study: it was reported thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, aspirin was not administered. The baseline transesophageal echocardiogram (tee) performed one day prior to the procedure revealed no evidence of intracardiac thrombus and no evidence of left atrial appendage thrombus. At the time of the procedure, the tee revealed evidence of left atrial appendage thrombus. A 21mm watchman laa closure device was successfully implanted with a deployed device diameter of 17mm. After the implant, the patient was started on clopidogrel and aspirin. The patient was discharged from the hospital on day post procedure on aspirin and clopidogrel. It was further reported that the thrombus was noted within the laa prior to the implant of the watchman device or any other devices. The patient's activated clotting time (act) following the transseptal puncture was 225 sec. There was a complete seal noted on the implanted 21mm closure device. The thrombus was captured in the laa and completed sealed by the closure device

Event description:
(B)(6) study. It was reported thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, aspirin was not administered. The baseline transesophageal echocardiogram (tee) performed one day prior to the procedure revealed no evidence of intracardiac thrombus and no evidence of left atrial appendage thrombus. At the time of the procedure, the tee revealed evidence of left atrial appendage thrombus. A 21mm watchman laa closure device was successfully implanted with a deployed device diameter of 17mm. After the implant, the patient was started on clopidogrel and aspirin. The patient was discharged from the hospital on day post procedure on aspirin and clopidogrel.